Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to software issue. A technical support specialist instructed the user on how to configure the settings and customer confirmed to close the case as the patient went home. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system had a performance issue. The customer reported that a patient cannot be readmitted, yet their status was displayed in meditech. The customer stated that the user was able to remove the medication and there was a 1-hour delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.